Event description:
A hosp in (B) (6) reported via a fisher & paykel field rep that 10 units of rt340 adult breathing circuit were leaking from the expiratory tubing. This was found before pt use. No pt consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a hosp in (B) (6). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. We are still waiting for the return of additional complaint devices for inspection. We will provide a f/u report upon completion of the investigation.